Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device¿s flange was broken. The customer indicated that there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Evaluation summary: the 3.5ped tracheostomy tube with lot 16g0652jzx was received for evaluation. A visual inspection was performed, confirming one of the flange eyelets is broken. The damage observed is not related to the manufacturing process. We are unable to identify a root cause or speculate on a probable root cause. The device history record for lot 16g0652jzx was reviewed confirming it was manufactured and released accomplishing all quality specifications and requirements. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.